Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure and with a vizigo¿ sheath, they could not aspirate the sheath with a qdot micro¿ catheter inside. They were able to aspirate once the catheter was no longer in the sheath. They were only right sided and did not replace the sheath and continued through with the issue unresolved. The case continued. There was no patient consequence.